Manufacturer narrative:
The event took place outside of the united states (in (B)(6)) and was associated with a product that is also cleared for the market within the united states.

Event description:
The patient was revised on (B)(6) 2022 due to break. Approximately 18 days after the last surgery. The surgeon explanted 2 locking screw, 1 centered glenosphere, 1 glenoid baseplate and 1 humeral cup ø36+3. The surgeon implanted 1 helemet head and 1 offset taper adapter.